Event description:
The customer reported moisture damage to the insulin pump. The insulin pump gave a sudden vibration followed by a blank display after being exposed to water. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display followed by a constant tone due to a corroded electronic assembly and motor. No blank display was noted.